Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical devices continued: product ID 5076-52 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the atrial lead was checked via x-ray and was seen to be dislodged and had fallen from the appendage. The lead was repositioned the following day. Approximately three weeks later, the lead had dislodged again. The lead was then subsequently explanted and replaced with a tined lead. No patient complications have been reported as a result of this event.